Event description:
Lack of stability during placement.

Event description:
Lack of stability during placement since the material number has been changed, it has concluded in an update that is provided in this follow-up report.